Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, the patient with this right atrial lead reported chest pain. An x-ray revealed a perforation; however, no tamponade was exhibited. The lead was successfully repositioned with no additional adverse patient effects reported.